Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the retroperitoneal bleed was likely a result of multiple sticks. It should be noted that the myxgrip instructions for use (IFU) warnings indicates that "do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the company representative: a hematoma of an unknown size was noted right after the deployment which was resolved with more than 30 minutes of manual compression but the doctor feels the hematoma already existed from the first stick puncture which was not mynx related. A retroperitoneal bleed was noted about an hour after the deployment. The patient was sent for a cat scan where it was confirmed that the patient had a retroperitoneal bleed. The physician stated that it was multiple stick attempts and the retroperitoneal bleed was coming from the first stick attempt. The patient was admitted to the hospital on (B)(6) 2015. I followed up on (B)(6) 2015 and at that time the patient was doing well. The patient is still in ICU and the issue is still ongoing. No further information is available. In the doctor's opinion, the event was not caused by the mynx procedure/mynx device. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 6f.